Event description:
The user facility reported a 5.5 pump support ongoing for 7 days for the patient awaiting heart transplant when there was purge priming issues with the aic (console). The aic was swapped out and replaced. There was no harm or injury noted from the interruption in support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.